Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 40 to 60 mg/dl. Customer was treated with food. Customer was trying to turn the basal off as he had ate and was waiting for it to go back up let customer know that the auto basal from auto mode would give him a minimal amount of insulin until his blood glucose was back up. The insulin pump will not be returned for analysis.